Event description:
It was reported in an article in the diagn interv radiol (dir) interventional radiology titled, "clinical outcome of angiosome-oriented infrapoplitieal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in the patients with critical limb ischemia" that two patients had puncture site hematomas that were followed up with doppler us (doppler ultrasound; noninvasive test), which then resolved approximately within one week after infrapopliteal percutaneous transluminal angioplasty (ip-pta).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. The result of the investigation is inconclusive for the puncture site hematomas issue reported. While the journal article identified two puncture site hematomas, the definitive root cause for the vessel perforation issue could not be determined based upon available information. Labeling review: the instruction for use savvy long product was reviewed and contains the following information relevant to the reported event: adverse effects: possible adverse effects include, but are not limited to, the following: hematoma. Eui-yong jeon, young kwon cho, dae young yoon, dae jung kim and jeong joo woo (2015). Clinical outcome of angiosome-oriented infrapopliteal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in patients with critical limb ischemia. Diagn interv radiol, 22: 52¿58. Doi 10.5152/dir.2015.15129. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the diagn interv radiol (dir) interventional radiology titled, "clinical outcome of angiosome-oriented infrapoplitieal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in the patients with critical limb ischemia" that two patients had puncture site hematomas that were followed up with doppler us (doppler ultrasound; noninvasive test), which then resolved approximately within one week after infrapopliteal percutaneous transluminal angioplasty (ip-pta).